Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent delivery wire (sdw) was noted to be kinked/bent. The stent was returned inside a stryker microcatheter shaft. The stent was noted to be deformed. The stent introducer sheath distal tip was found to be intact. During dimensional inspection, the stent length failed due to damage. The functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during transfer' was not confirmed during analysis of the returned device. The second reported event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'prepared to deploy a stent. However when the stent reached hub it could not be advanced any more. The operator cut the proximal of the microcatheter and exchanged guidewire to go into parent vessel to exchange another microcatheter and another stent to continue the procedure successfully'. There is a product condition update that 'after the procedure when checking the stent it was found deployed in hub'. The stent was returned for analysis in a deployed condition inside a section of the microcatheter shaft which had been cut off of the proximal section of the microcatheter according to the event description. This is not aligned with the product condition update. Upon removal from the microcatheter shaft it was noted that the stent was deformed significantly towards the center of the stent. There was also a constriction noted towards the proximal (closed cell) end. The sdw was returned and was kinked/bent at the proximal and distal ends of the wire. The introducer sheath was also returned and was undamaged. Given the event description, the replies in the gfe follow-up process and the condition of the analysed device sub-components, it is likely that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the sdw (and very often to the stent as well). In attempting to remove the stent, it is further likely that excessive tracking reaction force caused the sdw to slip through the stent. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported 'stent difficult/unable to transfer' and the analysed 'stent deployed prematurely during use', 'stent deformed' and 'sdw kinked/bent'. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the reported 'stent deployed prematurely during transfer'.

Event description:
The subject stent was returned for analysis and the device investigation revealed that subject stent prematurely deployed during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.